Manufacturer narrative:
This report is submitted on june 30, 2022.

Event description:
Per the clinic, the patient experienced wound dehiscence and infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.